Event description:
Customer reported communication errors. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor and repaired the power cord. System operates as intended.